Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted and replaced for unspecified reasons. The patient was in stable condition.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.